Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va0a55t, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va0a55t, implanted: (B)(6)2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported that due to complications the patient had had the first part of surgery in (B)(6) and it was finished at (B)(6). Additional information was requested but had not been received as of the date of this report.